Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2008: (B)(6) hospital. (B)(6). Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia x 3. Procedure: mesh repair of incisional hernias x 3. Anesthesia: general ett. Estimated blood loss: 250 cc. Drains: none. Implant: 1-mm gore-tex dualmesh 19 x 15 cm. Indications for procedure: 51-year-old white male status post iaparoscopic converted to open colon resection x 2 for diverticulosis/ diverticulitis. He has had a symptomatic incisional hernia at the midportion of his incision 5 cm in diameter without obstructive symptoms. Findings: 5-cm incisional hernia at the umbilicus and above with the hernia sac extending directly to the back side of the skin. There was a 2.5-cm hernia above and to the right of the original defect and a 1.5-cm one above and to the left of the original defect. There are extensive adhesions to the rims of the hernias in the abdominal wall, especially inferiorly and superiorly. There was no compromise to the bowel or contamination. Procedure: ¿the patient was brought to the operating room, placed in the supine position, placed under general endotracheal anesthesia. He was prepped and draped including sterile vi-drape. The central portion of the incision was opened sharply, excising the central portion of the scar and discarding it. The dissection was performed with a 10 blade and resulted in an opening in the peritoneal cavity. The hernia sac was then excised using electrocautery and discarded. Curved mayo scissor dissection was used to free the adhesions to subcutaneous structures and metzenbaum scissor dissection was used to free the undersurface of the fascia circumferentially for at least 4 inches. The upper defects were noted as above and closed with interrupted #0-prolene sutures. Wound was irrigated with normal saline solution and suctioned free with the poole tip. A gore-tex 19 x 15 mm dualmesh 1-mm implant was then taken and placed, anchoring the 4 quadrants with #1 prolene sutures, placed using subcutaneous tunnels developed with curved mayo scissors. In between these stitches, the mesh was held in place to the fascia with the auto suture stat tacks placed less than 1 cm apart. This was double checked with finger palpation to assure that there were no defects. The final 1/8th of the repair was completed with #0-prolene sutures. Wound was again irrigated and the native muscle closed with running #0-prolene. Wound was irrigated, and the skin was closed using steel surgical staples. Betadine ointment and sterile gauze dressing were placed. He was returned to the recovery room in good condition.¿ (B)(6) 2008 [assigned]: [facility ni]. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc04. Lot batch code: 05474974. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc04/05474974) was implanted during the procedure. (B)(6) 2009: [missing records: records for ¿alleged explant¿ were not provided.] Records span (B)(6) 2008 to (B)(6) 2008. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: ¿ (B)(6) 2008: tyler short stay. (B)(6), md. [Only page 4 of 4 provided] tyler history and physical. ¿impression: incisional hernia. Carpal tunnel syndrome on the right. Assessment/plan: the plan is for open mesh repair of incisional hernia on the left. He has a diastasis recti, so mesh size will need to be increased for good underlay. The procedures, risks, benefits, and alternatives have been discussed with him., and be states that he understands and consents to proceed.¿ explant preoperative complaints: no information. Explant procedure: repair of recurrent ventral hernia with mesh implantation. Removal of prior mesh. [No product identification for the implant provided.] Explant date: (B)(6) 2009 (hospitalization (B)(6), 2009) ¿ (B)(6) 2009: (B)(6) and skilled nursing facility. (B)(6) md. Operative report. Preoperative and postoperative diagnosis: recurrent ventral hernia. Anastacia: general. Estimated blood loss: minimal. Specimens: none. Complications: none. Tubes and drains: jackson-pratt drain and foley catheter.procedure: the patient was identified, prepped and draped in the supine position. Following sterile preparation and draping a prior midline incision was opened with a #10 blade scalpel down through the midline subcutaneous tissues. As dissection progressed two midline ventral hernias were readily identified. Dissection was cephalad and caudal. The hernia sacs were mobilized. Further mobilization required opening the hernia sacs for full and evaluation. There multiple adhesions and the intraperitoneal cavity was fully mobilized. A prior mesh was identified and had separated from the patients fascia in multiple locations. Following full mobilization and explanation of the prior mesh, there were a total of six fascial defects identified. The patient's bowel was run and appeared healthy. The small bowel was placed to a natural position. The omentum was placed anterior to the small bowel. An onlay mesh was then placed anterior to the omentum. It was secured to the anterior peritoneal wall utilizing combination of auto-suture tacker, as well as interrupted #0-prolene sutures. There is a visual diagram in the patient's chart on the hand written operative report of the approximate dimensions of the mesh with relations to the abdominal wall. There is excellent repair and had several foci of the fascial was anchored to the mesh to prevent migration or secondary herniation, as well as to minimize dead space between the mesh and the anterior abdominal wall. The midline fascia was then reapproximated with figure-of-eight #0-prolene sutures to the extent permissible, which basically was the middle third of the incision. A running #2-0 chromic suture was utilized to close the subcutaneous layer and surgical staples were utilized for skin. Prior closure a jackson-pratt drain had been left in the submesh plane within the peritoneal cavity. This brought out through a right lower quadrant stab incision, at a site that a prior drain had been placed. The drain was placed under direct visualization and then secured with #2-0 silk tie. Sterile dressings were applied. A foley catheter was inserted. He was transferred to recovery in stable condition. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2008 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: surgery to remove mesh, hernia recurrence, mesh separation, adhesions. Additional event specific information was not provided.